Event description:
This report was determined to be necessary as a result of a complaint received by MFR, on one of its products, an apnea monitor. Customer alleges in block 5 of their 1/20/97 medwatch form: "apnea monitor failed to alarm audibly. Alarm did alarm visually - mother witnessed episode. Baby did not sustain any injury or adverse effects from this event". Co disagrees with the statement that mother witnessed episode. Per cognizant certified respiratory therapist, this is what happened: mother said something woke her about 7:30 am and she noticed that apnea light was lit but there was no audible alarm. "1/1/97: mother called stated was having problems with her monitor, she stated apnea light comes on however monitor does not alarm. She had paged dt last pm (12/31/96), he had her check sibiling alarm, since it alarmed with depressing sibling button. He felt monitor was working ok. When home care dealer spoke with her this am, she was very upset stating she woke suddenly at 7:30am to find baby cyanotic and monitor was not alarming, it only had on apnea light. She stated she had to stimulate baby to get her to breath again. Home care dealer took a new other co's monitor to her home, re-oriented her. While home care dealer was there, baby had one apnea with monitor alarming. Alarm only beeeped twice and baby started breathing therefore alarm stopped. Home car dealer pointed this out to her stating this could have been what is happening. Alarm is set on an apnea of 10. Home care dealer contacted dr's office to see if home care dealer can increase this to apnea of 20. 1/2/97: upon speaking with mother to see how she is doing with new monitor, she asked home care dealer if he could possible increase volume of alrm because she missed 2 apnea alarms during night; her mother heard them and took care of situation. Home care dealer advised her this was the loudest they could get it which is very shrill. She is very satisfied with other monitor. Home care dealer asked her if possible she had missed alarms before, she is very determined she had not". The sibling alarm test mentioned in pt log was performed because the home care dealer's rep, wanted to be sure beeper actually produces the alarm sound; it was determined by this test that unit alarmed audibly.